Manufacturer narrative:
(B)(4). The device has been received for analysis; however, the analysis has not yet been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a truetome 44 was used in the papilla during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the physician probed the papilla and when current was applied for the third time, the cutting wire on the distal attachment tore off. Reportedly, no part of the device was detached inside the patient. The procedure was completed using this device. There were no reported patient complications as a result of this event.

Manufacturer narrative:
Block h6 (device codes): the problem code 1069 captures the reportable event of cutting wire broken. Block h10: the returned truetome was analyzed, and a visual evaluation noted that the cutting wire was detached, bent and blackened. Also, the cut of the wire was not smooth showing it was not a mechanical cut. No other issues with the device were noted. The reported event was confirmed. The failure found could have been generated by a peak of voltage or if the device was not in contact with the tissue when it was energized. Therefore, the most probable cause of this complaint is adverse event related to procedure since the adverse event occurred during the procedure and the device had no influence on event. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation that a truetome 44 was used in the papilla during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6), 2020. According to the complainant, during the procedure, the physician probed the papilla and when current was applied for the third time, the cutting wire on the distal attachment tore off. Reportedly, no part of the device was detached inside the patient. The procedure was completed using this device. There were no reported patient complications as a result of this event.